Event description:
Reporter states customer reportedly received result of 522 mg/dl on advantage system 1 and 66 mg/dl on advantage system 2 within 10 mins on the same device. No actions taken based on device results. No adverse event reported. Requested return of suspect, however, customer has discarded the test strips; replacement was sent.

Manufacturer narrative:
This medwatch is for the suspect device used in system 1 (lot number and expiration date unk). Reference medwatch report with a1 pt for the suspect device used in system 2.